Event description:
Customer reported damage to the charging port, describing it as bent and necessitating careful plugging to prevent further damage. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.